Event description:
Approx 10 min into procedure, anesthesia machine quit functioning. Procedure paused for approx 30 min and pt manually ventilated while multiple staff attempted to trouble shoot problem/ultimately entire machine had to be switched out mid procedure.